Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had a high blood glucose value of around 250 mg/dl. Customer's other blood glucose value: 123 mg/dl. Customer alleged that the insulin pump was under delivering. The customer was treated with manual injection for high blood glucose value. The insulin pump passed the displacement test. The device is not expected to be returned for analysis.